Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the lp exhibited low pacing impedance, low sensing and high capture thresholds. Upon review, it was noted that the helix stretched. The lp was not used and a new lp was implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of low pacing impedance, r-wave amp variation and inadequate capture were not confirmed. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly contributing to capture, sensing, or impedance problem. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution.